Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an patient presented in the emergency room after receiving appropriate high voltage therapy. Upon a fluoroscopy exam it was noted that the atrial lead had dislodged and the right ventricular lead had externalized conductors. The atrial and the right ventricular lead were capped on (B)(6) 2018. The patient was implanted with a new right ventricular lead. The patient was stable prior, during and post procedure.